Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the alarm files revealed two controller fault alarms on (B)(6) 2015 at 09:53:03 and 13:16:38. The alarms cleared within 40 seconds and 19 seconds, respectively. A power disconnect alarm was logged after the first controller fault alarm was cleared, indicating that the power source attached to power port 1 of the controller was physically disconnected. This observation is not related to the reported event. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The most likely root cause of the reported event can be attributed to a leaky diode in the aps circuit. The manufacturer has opened an internal investigation to evaluate the leaky diodes in the aps circuit. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The patient was admitted to the hospital and controller exchange was performed. There were no more alarms following controller exchange. The controller, (B)(4) associated with the event was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Vad coordinator reported that the patient experienced 2 controller fault alarms. The controller was exchanged and is expected to be returned to the manufacturer for further evaluation. There was no effect on the patient as a result of the event. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): the patients are instructed to always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The device(s) listed in this report is (are) used for treatment, not diagnosis. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 28 of 117 . Device has not been received.